Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the insertion tube non-bending section (ig coil) coating was peeling for an area of more than 1 millimeter square.other observations for the device are: distal end rubber coating (a-rubber) adhesive is chipping, damage on operation unit body, and camera switch has scratches.evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of unspecified issue of insertion tube bending section. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the insertion tube non-bending section (ig coil) coating was peeling for an area of more than 1 millimeter square. This medwatch is being submitted for the reportable issue of ig coil coating peeling for an area of more than 1 millimeter square as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the coating on the insertion tube peeled off due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.